Event description:
The patient was undergoing an embolization procedure using a ruby coil. During the procedure, while deploying a ruby coil through a 2.8 f progreat microcatheter, the physician attempted to retrieve and reposition the ruby coil; however, the coil unintentionally detached. The coil was half way in the aorta when the physician began a snaring attempt. The proximal end of the coil went into the left gastric artery and into the distal splenic branch vessel where it was left. The embolization procedure was completed using idc coils.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Device was implanted in patient.